Manufacturer narrative:
H3: analysis of the pipeline stent revealed that the pushwire was returned extending out from catheter hub. In addition, the distal braid, sleeves and tip coil deployed from catheter distal tip. No bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The distal and proximal ends of the pipeline flex were found fully opened and damaged. No flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter distal tip/marker band were examined and no damage was found. The total and usable lengths of the catheter were measured to be within specifications. The pipeline flex device was pushed from catheter without any issues. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel succe ssfully passed through the catheter hub and tip with no issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that after preoperative angiography was completed, the diameter and required length of the distal and proximal parent artery were measured after 3d rotation angiography. Phenom27 reached m2 under the guidance of the micro guidewire sychro, and navien reached the horizontal segment of the cavernous sinus. Then the ped-500-25 stent was selected based on the measurement data, and it was successfully placed in the back of the neck and opened. However, after it was deployed more than 10mm and healthcare provider (hcp) waited, the distal tip end still could not be opened smoothly. Hcp repeatedly pushed and pulled to increase and decrease the tension. The tip end was slightly opened but the shape might be damaged. It was recovered and deployed again, and it was found that the tip end was still damaged. Finally, it had to be withdrawn from the body as a whole, and it was found that the ped tip end was rough and completely damaged. The surgeon felt that the blood vessel was too tortuous and did not dare to replace it with a new ped. The device was replaced with a competitor's and the surgery ended successfully. The pipeline was not positioned in a bend. Less that 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to two times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed from the patient with the microcatheter. Additionally, there was catheter resistance in the distal portion of the catheter. The catheter was flushed as indicated in the IFU. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The pipeline was used for an approved indication. The device and any accessories were prepared as indicated in the IFU. The patient was undergoing neurointerventional surgery, blood flow guiding dense mesh stent implantation for treatment of a saccular, unruptured left internal carotid ophthalmic artery segment aneurysm with a max diameter of 10.3mm and a 7.3mm neck diameter. The landing zone was 3.7mm distally and 4.9mm proximally. It was noted the patient's vessel tortuosity was moderate. The access vessel was the femoral artery with a diameter of 6mm. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) level was normal. Angiographic result post procedure was normal. Ancillary devices include a kandelai 90cm long sheath, navien guide catheter, phenom27 microcatheter,  sychro 0.014 guidewire.